Event description:
A physician reported that during the vitrectomy procedure, an ophthalmic system got disabled when the peeling membrane and gas insertion. The system was turned off, surgery was completed by injecting the gas was injected manually with a syringe. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to confirm and replicate the reported event. The host was replaced and returned for testing, to address the issue. The system was then tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The host module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. Host module was installed onto a calibrated system and booted up with no advisories displayed. The event log was reviewed and there were no recorded events. To attempt to replicate the reported events, the system was tested for the ¿auto gas fill¿ feature for sf6 gas and touch screen was still reactive. Rebooted the system and system was still functioning with no freezes observed. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. However, how or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).